Event description:
Pt undergoing nephrectomy as kidney donor. Ligating clips applied to pt's renal artery following careful dissection. Kidney then resected and pt closed following inspection for hemostasis and presence of clips. While in pacu, pt bp started dropping with dropping hemoglobin levels. Was returned to or. At the renal arterial stump, there was active aterial bleeding present with no evidence of two clips that were applied during the nephrectomy. Arterial bleed repaired and abdomen closed.